Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, eccentric, heavily calcified, 90% stenosed, de novo, distal right coronary artery with a vessel diameter of 4.0 mm and lesion length of 15 mm predilatation was completed with a unspecified balloon dilatation catheter. Intravascular ultrasound (ivus) was attempted but failed to cross the lesion. The multilink 8 stent delivery system (sds) was advanced but could not cross the lesion and the proximal shaft at the hub became detached. The device was removed; there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.